Event description:
It was reported that surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the leads had puled out of the scs ipg battery header. Surgical intervention is pending to have the leads put back into the header.